Event description:
The MFR received info alleging a ventilator's inspiratory pressure would not rise and the device was alarming. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue.